Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H.6 investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte luer access split septum was damage. The following information was provided by the initial reporter, translated from chinese to english: it was found that unable to push injection, and the reason was checked immediately. Immediately check the cause, the septum burst, cannot continue to use.